Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer received a battery out limit alarm. Customer stated that the buttons were unresponsive and numbers were scrolling up while he tried to give himself a bolus. Customer's blood glucose was 300 mg/dl. Customer was treated via manual injection. Customer stated that the pump alarmed after a battery change. Customer stated that the batteries were not out of pump greater than the duration allowed by the pump. Customer was unable to alarm by pressing esc followed by act. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer has a back-up plan of manual injections. Customer is going to keep their insulin pump.